Event description:
User reports receiving false positive result when performing hla b27 analysis. The sample was initially tested in 2007 and was determined to be positive. A new sample from the same patient was tested some days later and tested negative. The original sample from the initial testing was retested twice, the result was negative each time. If additional information is received, appropriate notification will be provided.